Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Also, there was no "replace instrument" alert screen displayed as reported. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when the device was connected to the generator, it showed 'replace instrument' error. There was no patient consequence.